Manufacturer narrative:
The following fields were updated due to additional information: imdrf annex d grid: d0301. Investigation summary: one open 32g x 4mm pen needle sample and one photo were returned from lot. No. 2089031, cat. No. 320566. Visual examination was carried out on the returned sample and photo black marks on the cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Black marks occurred due to the moulding press stopping whilst heats remained on the injection unit.

Event description:
It was reported while using bd ultra-fine¿ pro pen needles 32g x 4mm (100 count) foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: stain in outer cover. Dirt is visible at the outer cover.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-mar-2023. H6: investigation summary: samples were received and an investigation was performed. One photo of a 32g x 4mm pen needle sample was returned from lot. No. 2089031, cat. No. 320566. Visual examination of the returned photo was carried out and black marks on the cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photo it is not possible to determine the root cause. H3 other text : see h10.

Event description:
It was reported while using bd ultra-fine¿ pro pen needles 32g x 4mm (100 count) foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: stain in outer cover dirt is visible at the outer cover.

Event description:
It was reported while using bd ultra-fine¿ pro pen needles 32g x 4mm (100 count) foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: stain in outer cover. Dirt is visible at the outer cover.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.